Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 221 mg/dl. The customer stated that after the shower he was trying to change his site when the alarm occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.